Event description:
It was reported that a patient was on ECMO for 11 days when the hls pump started making a rattling/humming noise. The pump was successfully switched out for a replacement without incident. The customer used a local heparin anticoagulation protocol with unfractionated heparin infusion during ECMO run with aptt target range set at 60-70 secs. Appt was 64 secs at time of the event. The heparin infusion commenced on day 2 of ECMO run via the pre-oxygenator port as per the customer usual practice. Small fibrin clots to 3/4" connection points of drainage and return lines were noted in the patient record on previous days of the event. The noise coming from the pump head was heard on day 12 of ECMO run and was no longer present following the circuit change. The hls set was exchanged during treatment. The patient was a male of 37 years, 80 kg and 188 cm. The failure occurred during treatment. No harm to any person has been reported. The hls set was exchanged during treatment. Therefore, a report is needed. Complaint ID# 1074196

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that a patient was on ECMO for 11 days when the hls pump started making a rattling/humming noise. The pump was successfully switched out for a replacement without incident. The hls set was exchanged during treatment. The customer's anticoagulation protocol was local heparin (unfractionated heparin infusion) in use during ECMO run with aptt target range set at 60-70 seconds. The appt was 64 seconds at the time of the event. Heparin infusion was commenced on day 2 of ECMO run via the pre-oxygenator port as per the customer's usual practice. The noise in the pump-head was heard on day 12 of ECMO run and was no longer present following the circuit change. The patient was a male of 188 cm, 80 kg, and 37 years. It was informed that small fibrin clots to 3/4" connection points of drainage and return lines were noted in the patient record on previous days. The failure occurred during treatment. No harm to any person has been reported. The hls set was exchanged during treatment. Therefore, a report is needed. The affected hls set was investigated in the getinge laboratory on 2024-08-15 with the following conclusion: visual inspection did not reveal any irregularity or damage that could be connected to the reported noise. During functional testing, the centrifugal pump ran without any abnormalities and no ¿pump disposable error" message occurred. No clots were visible during the investigation, but the presence of small fibrin clots was described by the customer during use, which could be an indication of the presence of clots in the system. Therefore, the exact root cause remains unknown. Nevertheless, a possible root cause is clotting in the pump housing and the associated change in the rotor position and flow behavior. Small clots can disrupt the rotor balance which results in noise. A medical consultation was performed by getinge medical affairs on 2024-08-15 with following conclusion: the reported rattling / humming noises may indicate that some formation of particles inside the pump were likely present. It is possible that clot formation in the pump rotor may create these noises to be liberated from an imbalance in the rotor. Further, reported anticoagulation seems relatively low (according to available literature) and may have contributed to the reported event. According to the instructions of use of the hls set (chapter safety instructions for centrifugal pump) it is stated that to listen for scratching noises when priming the system and to replace the hls set advanced if there are scratching noises. Always keep a replacement hls set advanced at the ready. The production records of the affected product were reviewed on 2024-08-15. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. Based on the results the reported failure "rattling/humming noise" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID#: (B)(4).